Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer ran self tests and was not able to duplicate the malfunction. Covidien was not authorized to service the ventilator.

Event description:
The customer reported an 840 ventilator with a safety valve open. The ventilator was not on a patient at the time of the event.